Event description:
It was reported that a crack was found on the balloon after 4days in use.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted no obvious visual defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Balloon concentricity was observed to be 70:30. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). A leak was noted from a hole measuring 0.1415 inches over the drainage lumen at the bifurcation. This was out of specification, which states, "shaft shall be free of kinks, cuts, tears and irregular surfaces." Active length of the catheter balloon was measured (0.6830 inches) and found to be within specification (0.5 - 0.8 inches). The catheter was confirmed to be size 12 fr. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a crack was found on the balloon after 4days in use.